Event description:
It was reported that the patent experienced a weakening of stimulation. It was noted that the patient had fallen 3-4 weeks ago and hit something. Since then when the device was pushed upon the stimulation got weaker. It was also noted that the stimulation did not completely turn off; it reportedly weakened about 50-60%. The stimulation reportedly did not decrease when the leads were palpitated. Impedances taken when the implantable neurostimulator (ins) was palpitated ranged from 600 to 900 ohms. It was later reported that they were going to give it a couple more weeks to see if it changes and if it did not they were going to open the pocket to ¿check it out.¿

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 27 days after the initial report reported that the stimulation was intermittent for this patient with impedances around 700-900 ohms with electrode # 8 at 1700 ohms but the manufacturer's representative was able to reprogram around it and that resolved the issue. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported the patient¿s device was interrogated and it was determined that the #8 electrode showed a higher impedance than it did before. It was noted that it was 1700 ohms compared to 800 the last time, but this was still not considered high. It was noted that the manufacturing representative programed around it and it seemed to be working fine at the time of the report. Additional information received reported that the manufacturing representative worked with the patient several times. It was noted that the patient was doing fine at the time of the report.